Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer auxiliary half height 6.1, row c, had a red light illuminated on the row board. A field service engineer (fse) performed troubleshooting, which led to accessing the hardware test application (hta), popping out the cubes, and removing the medication foil on the connector. The fse made the user to perform functional test to confirm the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pocket failed. The customer stated that this malfunction caused delay in dispensing medication to the patient since the user retrieved it from the pharmacy. However, there were no adverse events or injuries reported based on this event.